Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker exhibited intermittent atrial undersensing. Intrinsic p-waves were typically greater than 4 mv, with a recent excursion to 1 mv. Ra sensitivity was programmed to 0.75 mv fixed. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker remains in service. No adverse patient effects were reported. It was noted that the patient was symptomatic with atrial fibrillation (af).